Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. The motor passed the motor test. Minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported motor errors on his insulin pump. Customer's blood glucose was 151 mg/dl. The alarms occurred during basal deliveries and when changing reservoirs. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.